Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that patient faced infusion set cannula bent event, which was suspected to be the cause of high blood glucose levels and subsequent hospitalization of the patient on (B)(6) 2024. Patient was also admitted to the intensive care unit (ICU). Highest blood glucose levels noticed were 44 mmol/l during the event, also there were presence of ketones. Patient took bolus via pump and went to emergency room to resolve the issue. Patient received insulin drip and insulin pen as hospitalization treatment. Patient was discharged from the hospital on (B)(6) 2024. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.